Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted that the tubing had separated from the male luer port and that there was no solvent plow ridge. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing of a one-link disconnected from the connector. As the nurse was removing the set from the patient, the saline lock came apart at the hub and the tubing came out of the hub. There was no patient injury or medical intervention associated with this event. No additional information is available.